Event description:
It was reported that this right atrial (ra) and the right ventricular (rv) leads of the pacemaker system had triggered a lead safety switch (lss) on one of the leads and post- lss myopotential oversensing was observed. The lss was reset, and the channel was reprogrammed to bipolar. Additional information received reported that lss was triggered again, this time on both this right atrial (ra) and the right ventricular (rv) leads due to out-of-range pace impedance measurements >2,000 ohms and >3,000 ohms, respectively. In bipolar, the high impedances and noise were not reproducible. It was suspected that the out-of-range pace impedance measurements were attributed to the spring contact. It was noted that the device was approaching elective replacement indicator (eri) with less than 3 months remaining on the battery. The patient was hospitalized, and the decision was made move up the device changeout procedure. The pacemaker was explanted and upgraded to a cardiac resynchronization therapy pacemaker (crt-p) system. This ra lead and the rv lead remain in service. It was noted that ra and rv pace impedance measurements were 48s ohms and s40 ohms following the device upgrade procedure. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).